Event description:
After using biotene for approx 2 weeks, I could not swallow food at lunch with a fellow project manager. The food was stuck in my throat. He was about to give me hymlick. After standing the food released, I was told to use this product while having dry mouth from taking chlorthalidone and having some dental work done. I also use the spray type during the day. I saw an ent about this swallowing problem. Dr (B)(6). He stated the esophagus was swollen. And I had a small cyst close to the opening. "Is the product over-the-counter: yes." Dates of use: (B)(6) 2017. The problem did not stop after the person reduced the dose or stopped taking or using the product. Dry mouth.